Manufacturer narrative:
An event regarding crack/fracture involving a femoral trial slaphammer was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there have been no other similar reported events. Conclusions: the reported event cannot be confirmed, or the root cause determined as the instrument was not returned for evaluation. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Item broken. Screw end stuck into item: 170513.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Item broken. Screw end stuck into item 170513.